Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infarction). Evaluation conclusions: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
During a revascularization of the 1st diagonal branch two endeavor sprint drug-eluting stents were implanted. The same day the patient suffered an mi. The investigator has indicated that the mi was not related to the study and the patient recovered with treatment. Patient underwent revascularization (unknown brand stents) of the saphenous vein and ostium approximately 21 months post index procedure ,the event was not related to the study device. The patient recovered with treatment.